Event description:
Customer called to report the insulin pump alarming button error. The blood glucose reading is 126 mg/dl. Customer also stated that he has been hospitalized visit due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that he was feeling sick. Hospitalized for two days. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked battery tube threads. The insulin pump received with scratched lcd window.